Event description:
The user facility reported that the lighthead would not power on during a patient procedure. The hospital staff reset the light's power breaker and the light powered on. The procedure was delayed momentarily as the breaker was reset. No injuries were reported to the patient or hospital staff and the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the light and was able to duplicate the reported event. The lighthead is being returned to steris for evaluation. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
Steris engineering evaluated the returned lighthead, lighthead board, and wiring harness and no fault was found with any of the returned parts. Additionally, a review of the device history record indicates that the lighthead was manufactured to specifications. The lighthead board designer reported the event may have been caused by electrical noise created at the user facility, however engineering could not reproduce this condition. The user facility was provided with a replacement lighthead and no further issues have been reported. This event is considered isolated; no other similar complaints have been made based on a search of complaint records.